Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was attempted, but failed due to suspected patient anatomy. However, after the lead was cleaned off, the helix was observed with tissue attached. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).